Manufacturer narrative:
H11: the initial MDR is not applicable as this is not a reportable event. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced issues. The lens tore/broke during injection/delivery into the eye. There was no patient injury. The lens remained implanted. Cause of event was reported as unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4: unk a5: unk a6: unk d6b: unk h6 - work order search: no similar complaint was reported for units within the same lot. H11: there was no damage reported to have been noticed during the inspection required by the dfu prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties. Claim # (B)(4)